Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose level was 42 mg/dl at time of incident and the other blood glucose value was 45 mg/dl. The customer was assisted with troubleshooting. Customer was treated with food and glucose tablets for low blood glucose. The customer stated that the drive support cap was appears to be normal. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer states that they alleging possible pump over delivery, insulin was dripping or squirting from end of set before connecting at their site. The device will not be returned for analysis.